Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the successful implant of a leadless implantable pulse generator (ipg), the patient experienced low blood pressure and tachycardia. It was noted the patient had a pericardial effusion and tamponade. A pericardiocentesis was performed. It was noted that the final implant site of the leadless implantable pulse generator (ipg) was not the source of perforation, but that the device had been deployed five times during the implant procedure while positioning.